Event description:
It was originally reported that there was an end of service (eos)/ end of life (eol) message seen. The patient was unable to tell if she was feeling stimulation because she had nerve damage. The patient¿s legs and back had been hurting within the 7 weeks prior to this report. The patient was trying to increase stimulation when she noticed the eos message. It was later reported on (B)(6) 2013 that the patient was unhappy that the ins only lasted 2 years. She was having increased pain when she saw the eos message on the patient programmer in mid (B)(6) 2013. The ins was going to be replaced on (B)(6) 2013. It was noted that she was told that the ins would last 3-5 years but it stopped working around (B)(6). It was clarified that the pain in her hips and legs came back in (B)(6) too. The device was noted as defective. On (B)(6) 2013, the eos status was confirmed in the clinic. The patient noticed something different with her system in (B)(6). The company representative confirmed on (B)(6) 2013 that at this point the battery depletion was considered normal. The patient has no therapy because the battery is depleted. The patient was still scheduled to have the device replaced on (B)(6) 2013.

Event description:
It was further reported that at this time the battery lasted approximately 2 years and the depletion was considered to be normal battery depletion. It was noted that the patient was receiving effective therapy after the replacement. It was noted that the device would not be returned to the manufacturer because the patient requested to keep it for ¿independent analysis¿. It was further reported that the patient¿s husband would be sending the device back to the manufacturer. It was noted that the patient¿s husband wanted to speak with legal because the patient had had multiple implants with early end of service (eos). It was further reported that a manufacturer representative was planning to see the patient the week after this report. It was further reported that the device was mailed back to the manufacturer the friday previous to this report.

Manufacturer narrative:
Concomitant products: product ID: 37752,serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was on her third implantable neurostimulator (ins) in 3 years. It was reported the ins was replaced due to battery depletion but it wasn't normal. It was reported the patient's ins's depleted much sooner than expected. It was reported the second ins the patient had for 7 months and it died. It was reported the patient had stimulation at a low setting and turned stimulation off occasionally, so it was unknown why the ins died. It was reported the patient was not satisfied with the product and had many concerns about her device. The patient understood what the device was supposed to do but she didn't have faith it would actually do that.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly and a normal end of life with telemetry and output okay. It was noted that no visual or electrical anomalies were found with the hybrid circuit and the ins battery was found to be depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.